Event description:
Caller tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. Medication was adjusted based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.